Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a pediatric patient underwent an abdominal laparotomy wherein seprafilm was applied under the abdominal wall closure. After an unspecified amount of time postoperatively the patient allegedly developed an accumulation of intra-abdominal fluid (ascites). The patient required an unspecified reoperation on an unknown date for fluid aspiration and wall closure. The surgeon attributes the event to the patients' low weight and weakness of the abdominal muscle wall; however, due to the lack of further information it is undetermined if separafilm could have caused or contributed to reported event. No further information was provided.